Event description:
The customer reported that, during an unspecified diagnostic procedure, the image from the subject device was distorted during angulation. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the image was temporarily lost during angulation. This report is being submitted for the malfunction found during evaluation (temporary image loss).

Manufacturer narrative:
During inspection and testing, the image was temporarily lost during angulation due to damage to the charge-coupled device unit/cable caused by water infiltration. In addition, there was a leak at the distal end of the device due to deterioration or breakage, and angulation was insufficient due to the angle wires becoming longer than normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due water invading the device during user handling which caused an abnormality in electrical components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.